Manufacturer narrative:
D.2. Additional medical device type: nsu, ouy, pqa. Investigation summary: introduction: the complaint investigation for discrepant results when using the bd max¿ vaginal panel (ref. 443712) lot 6020824 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Batch history review: the review of quality control records of bd max¿ vaginal panel lot 6020824 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing: the customer reported a discrepant tv result with the bd max vaginal panel kit lot 6020824. The sample tested negative for trichomonas vaginalis using the bd max¿ vaginal panel assay in run 3527 position b10 but tested positive using the roche cobas 8800 platform. The initial test was performed on bd max instrument ct1534. Manual pcr curves adjudication for the bd max vaginal panel sample (b10; run 3527) showed no amplification for the tv target (fam-bot channel). This result suggests a sample containing no or tv target at a concentration below the limit of detection of the assay. This was further supported by additional information from the customer confirming a late CT value of the positive result on the cobas 8800 platform. It should be noted that the limit of detection (lod) may vary across assays and platforms. As stated in the bd max¿ vaginal panel instruction for use document, as with all pcr-based tests, targets present at levels below the assay lod may occasionally be detected; however, such results may not be reproducible. In addition, the bd max¿ vaginal panel assay is intended for patients symptomatic for vaginitis/vaginosis, whereas the cobas® tv/mg assay permits testing of samples from both symptomatic and asymptomatic patients. Furthermore, two different samples from the same patient were used, which may have introduced additional variability between the results. The retain material of bd max¿ vaginal panel from lot 6020824 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ vaginal panel lot 6020824. Conclusion: overall, based on the investigation, sample near the assay limit of detection combined with differences in assay design and intended use are the most likely cause to explain the customer¿s discrepant result. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard identified.

Event description:
It was reported that during use of bd max¿ vaginal panel, a discrepant trichomonas vaginalis (tv) patient result was obtained. Bd max¿ vaginal panel test gave a tv negative result, and bd max¿ ctgctv2 test gave a tv positive result. There was no report of patient impact.